Event description:
It was reported that using a radial artery access approach during a procedure of the ectatic, de novo, proximal left anterior descending (lad) artery the nc trek balloon dilatation catheter (bdc) was inflated once to nominal pressure for 20 seconds but could not be inflated. There was no reported adverse patient effect. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.